Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced an infection and rejection of the implant. The doctor felt that the system was being rejected and it was infected. The entire system was explanted. The patient experienced drainage and incisional wound opening. There was a culture taken but the type of infection was unknown. The locations of the symptoms were the device pocket and the lead location. It was further reported that the patient¿s stimulator was removed so they were no longer getting therapy. The patient was doing okay at the time of the report.